Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. Imdrf clinical sign code : e2123 is not available in database to capture for severe infection.(hc05.03 infection (requires advanced medical intervention))

Event description:
It was reported on 21-apr-2026 that the patient experienced severe infection and nodules at the infusion site and was treated with antibiotics. The doctor performed incision and drainage of the infection at the infusion site. The patient also reported symptoms of redness and pain at the site.